Event description:
Reporting status: death. Reporting rationale: perforation requiring medical intervention, subsequently death. Device issue: device did not seal perforation. It was reported that a 3.0 x 12 mm graftmaster was deployed only partially sealing the perforation. A 3.0 x 19 mm graftmaster was used to completely seal the perforation. However, there was no effusion on echo s/p pericardiocentesis despite preossors iabp was hypertensive ultimately family decided to withdraw support. A third graftmaster 3.0 x 16 opened and found to be damaged, but was not used. Additional info received 8/15/08 reported that the dr did not believe an abbott device caused any part of the pt expiring.

Manufacturer narrative:
.